Event description:
A customer reported that his precision xtra blood glucose meter would not power on properly, and as a result he could not obtain a glucose result. He reported feeling weak and that his speech was slurred. Paramedics were called, and the customer was transported to a local hosp where he was diagnosed with hypoglycemia. An unspecified oral medication and grape juice were administered to the customer in order to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.